Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the electrodes and front therapy pad of the lifevest equipment. Patient described area as a red, raised, itchy burn. Patient reports skin sensitivity. There was no alleged device malfunction contributing to the irritation. The patient's physician advised discontinuation of the lifevest due to the skin irritation. Outcome of the irritation is unknown.